Event description:
It was reported that an eri message was encountered 2-3 weeks ago. The patient tripped and fell last week and since then the stimulation requirement had increased. It was recommended to have an x-ray of the implantable neurostimulator and extension area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).